Event description:
It was reported the head of a 2.7mm cortex screw broke off during surgery. The surgeon was repairing a midshaft ulna fracture and while he was implanting the plate and screws, the head of one of the screws broke off. The shaft of the screw remains in the bone. Surgical time delay was reported as two minutes. The surgery was successfully completed. This report is for one, 2.7mm cortex screw slf-tpng with t8 stardrive recess 18mm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received and a lot number was not provided. Placeholder.